Manufacturer narrative:
Patient declined to provide weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient never experienced effective therapy. As a result, the patient underwent surgical intervention wherein the lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient had their surgical lead replaced which resolved the issue.